Event description:
Rt was called into patient's room in the ER that was receiving bipap therapy using a philips vbo. Upon entering the room, the bipap was not functioning. The screen was black and displayed vent inoperative 1006 data activation pcba adc failed. No air was being delivered by the bipap and no alarms were sounding when this occurred. Patient was removed from device and placed on another machine. Patient had no adverse effects from this because it was caught by the nurse. Device was sequestered and given to biomed to investigate.